Event description:
It was reported that, during a follow-up, the shock impedance was found to be greater than 400 ohms. The patient said that he fell down some steps sometime around november 2024. Technical services reviewed the device downloaded data and confirmed the device has been beeping for an out-of-range impedance since last november. There is evidence of noise starting at that time. Technical services recommended having the system x-rayed. The doctor is going to admit the patient into the hospital and have him monitored. There were no known adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection found multiple twists in the electrode body approximately 55-170mm from the terminal end. The sense a and both high voltage cable conductor resistances measured as an electrical open, indicating a fractured or broken conductor. An x-ray found a fracture of the sense a and both hv cables located approximately 148, and 125 mm from the terminal end. These fractures are located at multiple twists in the electrode body and are likely due to twiddlers syndrome.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the doctor explanted and replaced the electrode. Once done, the impedance was still greater than 400 ohms. Re-insertion only decreased the impedance to 375 ohms. The doctor elected to also explant and replace the pulse generator as well. There were no additional adverse patient effects. The new system remains implanted. The explanted system was returned for analysis. It was reported that, during a follow-up, the shock impedance was found to be greater than 400 ohms. The patient said that he fell down some steps sometime around november 2024. Technical services reviewed the device downloaded data and confirmed the device has been beeping for an out-of-range impedance since last november. There is evidence of noise starting at that time. Technical services recommended having the system x-rayed. The doctor is going to admit the patient into the hospital and have him monitored. There were no known adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the doctor explanted and replaced the electrode. Once done, the impedance was still greater than 400 ohms. Re-insertion only decreased the impedance to 375 ohms. The doctor elected to also explant and replace the pulse generator as well. There were no additional adverse patient effects. The new system remains implanted. The explanted system was returned for analysis. It was reported that, during a follow-up, the shock impedance was found to be greater than 400 ohms. The patient said that he fell down some steps sometime around november 2024. Technical services reviewed the device downloaded data and confirmed the device has been beeping for an out-of-range impedance since last november. There is evidence of noise starting at that time. Technical services recommended having the system x-rayed. The doctor is going to admit the patient into the hospital and have him monitored. There were no known adverse patient effects. The system remains implanted.